Event description:
It was reported that the pt caught an infection after tha. Therefore, the surgeon performed an irrigation surgery on (B)(6).

Manufacturer narrative:
The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states. Catalog numbers and lot codes of other devices listed in this report: cat # 542-11-50e, lot # 39531701, description: trident psl ha cluster 50mm; cat # 623-10-36e, lot # 37997101, description: trident 10 x 3 insert 36mm ID; cat # 2030-6530-1, lot # mjrt3y, description: 6.5 cancellous bone screw 30mm; cat # 6570-0-036, lot # 39645101, description: delta v-40 ceramic head 36/-5. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.